Event description:
It was reported that when the pt put on the speech processor, they could hear a buzzing noise, which was also very painful. Using a different speech processor did not alter the situation. Testing confirmed that the implant had malfunctioned.